Event description:
Additional information was received indicating this device was explanted and successfully replaced. There was a concern the battery depleted prematurely. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogate. A memory download was unable to be performed, as telemetry could not be established due to a lower than expected battery voltage. Firmware was loaded into the device, allowing for successful device interrogation. The device case was opened and an external power supply was connected. Electrical measurements were performed which verified no high current conditions were present. The cause of battery depletion could not be determined.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated in clinic. Numerous troubleshooting techniques were attempted without success. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.